Event description:
The customer reported that the alarm has multiple damages to it, but did not specify exactly what was wrong with the alarm. The customer did not specify when they discovered the issue. There was no patient incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product found the battery springs inside the battery compartment are bent. The moisture indicator shows exposure to moisture. The alarm powers on, but a clicking noise plays instead of the voice. Tone sounds as it should. Passes all other functional test. Note the instructions for use states. The posey keepsafe deluxe is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Take care when installing new batteries not to damage the battery contacts. (B)(4).